Event description:
Initial reporter indicated to manufacturing consultant that their patient had a low impedance reading on their vns. The patient had their vns generator replaced on (B) (6) 2009 and at that time had a impedance reading in the 6000 range. The patient was referred for surgery for a suspected lead break. The patient had surgery and had their lead replaced for a lead break and the lead was discarded in the operating room. Generator was a prophylactic replacement.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.